Manufacturer narrative:
Additional patient information: patient height was reported as 5 feet 4 inches. (B)(6). Date of post-operative device breakage and non-union is unknown. (B)(4). The complainant parts were returned to the patient and are not available for manufacturer evaluation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4)- manufacturing date: may 27, 2015 - expiration date: april 30, 2025. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The sterility documentation was reviewed and determined to be conforming. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure on (B)(6) 2016 due to breakage of a trochanteric fixation nail advanced (tfna) nail. The original implant procedure was performed on (B)(6) 2015 with the intention of treating a subtrochanteric fracture of the right hip. On (B)(6) 2015, an x-ray image was taken which showed non-union of the fracture and breakage of the nail. The nail reportedly broke at the proximal helical blade location. All hardware was successfully removed on (B)(6) 2016. The patient was then revised using the reamer/irrigator/aspirator (ria) system with bone grafting and another tfna construct was implanted. There was no surgical delay and the revision went as planned with no issues. This report is 1 of 1 for (B)(4).